Event description:
It was reported that the patient experienced a csf leak after their l3 lead was placed. The patient was admitted into the hospital reporting nausea. Follow up indicated the patient is doing better and additional intervention is not planned.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.